Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had been experiencing low blood glucose levels and issues with their insulin pump act button. Customer's blood glucose level was 45 mg/dl and were contacting their healthcare professional. Customer declined further troubleshooting. Nothing further reported.